Manufacturer narrative:
The device in question was returned to mmdg for evaluation of possible volumetric inaccuracy. Mmdg was unable to duplicate the complaint, which was one of excess flow. Rather, mmdg observed the pump under-delivering by more than 5% during a standard volumetric accuracy test. The pump was found to be overdue for standard preventive maintenance and showed housing cracking and other evidence of having received a physical shock. The condition of the pump could have contributed to the observed condition. The device was repaired/serviced and returned to the customer.

Event description:
The initial reporter stated: "they received there dose too quickly and received too much." During follow-up communication, mmdg clinical also learned that "the bag vol was 138ml and the amount tbi was 138ml, the rate was 3ml/hr." No injury to the patient was reported. (B)(4).